Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Multiple button presses requiring increasing force are required before the buttons will engage. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons and all the button contacts are misaligned.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that all the keypad buttons were intermittently unresponsive. The patient reports no tears in keypad and denies trauma to the pump. The patient reportedly wore the pump under a garment, next to the body and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.